Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the cardiac chest pain event was resolved with residual effects; however, the in-stent restenosis persisted.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient developed in-stent restenosis. A non-study taxus express2 stent was placed in the mid to distal right coronary artery in (B)(6) 2008. In (B)(6) 2011, the patient was admitted with cardiac chest pain and cardiac catheterization was performed. In-stent restenosis of the mid to distal rca was noted with development of collaterals. The decision was made to treat the patient medically and the event was considered resolved without residual effects the next day.